Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. To resolve the issue, technical support guided the customer through several steps including inspecting and cleaning the pump's components, after which the customer successfully completed the cartridge load process and resumed insulin delivery.